Manufacturer narrative:
This report is for an unk - screws: 2.4 mm and 3.0 mm headless compression/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery with headless compression screws. During the surgery, the surgeon found that the instrument set delivered to the hospital contained the compression sleeve for 3.0 mm (03.226.000) instead of the compression sleeve for 2.4 mm (03.226.016). The surgeon had no choice but to insert 3.0 mm headless compression screws. He has concern for secondary fracture because the cortical bone became thinner due to the inserted screw size which is longer than planned one. There was no reported delay. The patient outcome was stable. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).